Event description:
It was reported that the user could not program the ilet pump to deliver insulin after a clinician-initiated factory reset intended to address recent low glucose events; the user¿s cgm was active, other setup steps were incomplete, and customer care guided completion of setup to resume bionic operation. Symptoms included hypoglycemia with a documented glucose of 45 mg/dl, corrected with juice and crackers, and a subsequent elevated blood glucose reading before setup completion. Outcomes included user education on proper low-glucose correction and best practices following a factory reset, with troubleshooting completed and no device alerts or alarms reported. Investigation included technical troubleshooting and user education to complete device setup. Investigation of this case revealed no device malfunction and suggested use-related setup incompleteness after the reset as the most plausible contributor, with the specific cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.